Event description:
Reporter indicated that a patient had developed a seroma over the generator site. The seroma was drained by surgeon and was determined to not be infected. The seroma developed again shortly after being drained. Diagnostic testing showed device is functioning properly.

Event description:
It was reported by the patient's mother that the patient's device was explanted 18 months after implant due to a staph infection. Clinic notes from after the explant specify that the patient's device was removed the previous fall due to chronic fluid accumulation which had resolved by the time of the appointment. The clinic notes provided by the medical provider were the only information the site had regarding the event. The physician who followed up with the patient after his explant surgery did not indicate that an infection had occurred. No further relevant information has been provided to date.